Event description:
It was reported that during pre-implant testing of this right ventricular (rv) lead it was not possible to extend the helix and high pacing thresholds were noted after trying different positions. The lead was not used and was not planned to be returned. No adverse patient effects were reported.